Event description:
A 3.0mm diameter x 24mm length arterial vascular engineering micro stent ii was inserted into the obtuse marginal coronary artery. It was not possible to cross the target lesion. Therefore, the stent and delivery system were pulled back and out of the pt successfully. The stent was then checked for damage, and there was no visible damage noticed. The same stent and stent delivery system was then reinserted using a new guidewire, but again it was not possible to cross the target lesion. The pt became hypotensive and the stent was pulled back into the aorta where it dislodged from the stent delivery system. Another MFR's ptca balloon was inserted into the stent and the stent was retrieved from the aorta to the femoral artery and deployed in the femoral artery. Subsequently, another MFR's stent was inserted but unable to cross the same target lesion in the obtuse marginal coronary artery. This stent was removed from the pt. The pt then had a cardiac arrest and expired while in the cath lab.